Manufacturer narrative:
(B)(4). Date sent: 10/5/2023. D4 batch # unk. B3: exact date is unk. Assumed first day of the month. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Could you please clarify if there were any patient consequences? 2. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure following the anastomosis the distal donut was a flat piece of tissue and the anterior aspect of the anastomosis staple line was open.

Manufacturer narrative:
(B)(4). Date sent: 10/26/2023. Additional information was requested, and the following was obtained: could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Answer: the anterior aspect was oversewn. I did a flexible sigmoidoscopy while the patient was still asleep and there was no leak or air or obvious hole. Post op he had faecalant fluid in the drain and contrast study at 6 weeks showed there is still a leak. Currently waiting for a 3 months contrast study. So yes there is a change to the post op care.